Event description:
A director of a mobile surgical service reported multiple cases of tass had occurred. Ten procedure were performed on that surgical day, however only 8 presented on their one day postoperative visit with tass. The director also reported the facility where the events occurred is currently undergoing renovations (remodeling) and all the surgical trays, consumables, viscoelastic, and handpieces were provided by the mobile service . The van, console, and handpieces have been removed from the mobile service until the investigation is completed. A completed questionnaire was received from the director indicating the pt was treated postoperatively with antibiotic and steroid drops. The pt underwent an anterior chamber irrigation and a vitreous tap with injection of antibiotics was performed by a retinal surgeon. The pt is still receiving treatment. This is the second of eight reports being filed for this facility. This report represents one of the eight pts reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).